Event description:
On 13-aug-2024, the customer at beloit health system beloit clinic located in the USA reported that while using their optima xr220 mobile radiographic system, the steel cable snapped causing the horizontal arm to drop. The horizontal arm did not contact any person when it dropped. There was no death or injury associated with this event.

Manufacturer narrative:
Legal manufacturer: hcs wso - 3000 n grandview blvd. USA waukesha, wi 53188. Investigation into the reported event has been initiated. A follow-up report will be submitted when the investigation has been completed. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date.

Manufacturer narrative:
Ge healthcareâ s investigation has been completed and the cause for the tube dropping was due to multiple factors. First, through analysis of the returned column, it was observed a screw loosened from the column front plate weldment and fell into the pully groove and became stuck. Through continued use, the cable contacted the stuck screw and gradually frayed the cable which eventually caused a loss of cable tension. Additionally, it was observed the safety spring mounting bolts on the safety pawl assembly were missing which compromises the safety pawl function. It was determined that as part of prior service replacement of the column, the ge healthcare field engineer did not correctly follow service instructions and did not install the safety spring mounting bolts. Therefore, when the cable failed to maintain tension, the safety pawl due to incorrect assembly did not engage properly. To correct the system associated with this event, the entire column was replaced according to the service instructions. In addition, ge healthcare has initiated a field action to address this issue. This field action was reported to the FDA per 21 cfr part 806 under correction and removal number 2126677-12/05/24-001-c on 05-dec-2024.